Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause:insufficient information source: phone.

Event description:
Customer reporting 1 false positive sars result. Customer states the result was confirmed negative by pcr and another brand rapid antigen test. Customer is asymptomatic.